Event description:
A healthcare professional reported that following cataract surgery with intraocular lens (iol) implant procedure, a cut near the trailing haptic was observed. As iol was not inspected pre operatively unable to say if it was there prior to loading. Iol left in the eye. Additional information received stating that there was notch in lens near haptic junction.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo review: provided photo shows an implanted iol. There appears to be a dark mark/line at the gusset area of the haptic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in d.10. The manufacturer internal reference number is: (B)(4).